Event description:
It was reported that the ilet pump screen was unresponsive while the pump emitted beeps and remained connected to the mobile app, and the user declined troubleshooting after attempting a remote restart in the app. Symptoms included irritability with a reported blood glucose of 410 mg/dl. Outcomes included instruction to discontinue pump use and transition to backup therapy per healthcare provider guidance, with continued cgm use via the dexcom app or receiver. Investigation included remote assessment, verification of addresses for replacement logistics, return-for-investigation planning, guidance to shut down the device to avoid further alerts, and confirmation that data would not transfer to the replacement. Investigation of this case revealed a suspected display failure with functional audio alerts and connectivity intact, consistent with a hardware screen malfunction requiring device replacement. It was concluded, based on previously established findings for similar reports, that the cause was a device hardware malfunction affecting the display. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.